Manufacturer narrative:
(B)(4). Use of expired device.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology were not reported and are not a factor. It was reported that this device was expired and had been flagged for return to the medtronic warehouse in exchange for replacement. The replacement never occurred and the device was implanted. No clinical sequelae were reported, and the pt is fine.